Event description:
The customer reported unable to acquire v6 on a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v6 on a 12 lead ECG. There was no reported adverse pt impact. The field service engineer evaluated the device and confirmed it was the trunk cable and ECG block connector that failed. The ECG block connector and trunk cable were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the trunk cable and ECG block connector that caused the v6 failure.